Manufacturer narrative:
The field service engineer (fse) observed the secondary probe was leaking fluid. The fse cleaned the blood sampling valve (bsv) and cleaned up the dried diluent. The fse performed system shutdown, startup, and completed sample analyses with no evidence of fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported cleaner fluid leaked from the manual sample probe and onto the counter involving the coulter lh 780 hematology analyzer. The customer noticed the fluid leak after completing system reset and system not ready message displayed. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. The customer has a risk management plan at the facility. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.